Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned, however, information from the device memory was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A pulsed watchdog reset occurred. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that a remote monitoring transmission indicated that an electrical reset occurred. The patient reported using an old power saw at the time of the reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.